Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B) (6) 2010. According to the complainant, a "very slow" fluid loss was observed during the heat up stage at 33 degrees. There was no sign of over dilation, however the cervix was "very patulous." The cervical seal was checked, and the heat up cycle was resumed. The loss seemed to be stabilizing, so the heat up cycle was continued into the ablation cycle. At "just less than 1 minute," a 5 cc/minute fluid loss occurred. The ablation was continued and a 10 cc/minute fluid loss was observed at 1 minute 15 seconds. The physician reported seeing leakage out of the cervix, so, a tenaculum was placed at the 3 o'clock position. The ablation cycle was resumed until a 54 cc/minute fluid loss was observed at 1 minute 35 seconds. The procedure was aborted. The physician noticed a sloughing of the skin on the lower/inner cervical lip and the deep posterior portion of the vagina, proximal to the cervix. The burn was classified as 3rd degree and was treated with silvadene cream. There were no further complications, and the patient was reported to be "doing fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.